Event description:
A patient reported no telemetry with implantable neurostimulator (ins) with recharging. The patient was not able to communicate with recharger or the programmer. No patient symptoms were reported. The patient was redirected to their healthcare provider. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.